Manufacturer narrative:
Additional information was received that the patient's pain in the kidneys was attributed to lead migration. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in her kidneys and an increased shocking pain when the device was turned on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain in her kidneys and an increased shocking pain when the device was turned on. The patient will undergo a revision procedure.